Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 321mg/dl. The customer stated that the insulin pump is showing that it is pumping insulin, but it was not. The caller experienced nausea, vomiting, and excessive thirst. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm.